Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a cracked battery door and bubbled downstream occlusion (dso) seal. The event history log revealed an abnormally high number of downstream occlusion alarms which pointed to a faulty dso sensor. Functional testing could not be fully performed due to a custom security code; however, flow accuracy testing passed. The root cause was stated as unknown. The battery door, dso seal, dso bezel, and dso sensor were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a cracked bite seal and cracked battery cover. The issue was observed during preventive maintenance. There was no patient involvement and no patient harm.